Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was 'not in the correct position'. Additional information was requested.

Event description:
Additional information was requested and received indicating that the iol was rotated and "everything fits."

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).